Manufacturer narrative:
Co's review of the manufacturing records for this lot of filters revealed no variation from standard production. In summary, the basis for the disparity between the user's observation of flow resistance and the firm's inability to reproduce the flow resistance in the returned device is indeterminate.

Event description:
At beginning of anesthesia induction. No flow was obtained. When the device was removed from the circuit, flow was obtained. Off the circuit, user could not obtain flow through the device. No pt effects were reported.